Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer had pneumonia and took a sleeping pill, resulting in customer sleeping through pump alerts and alarms notifying customer that bg was trending lower. Emergency services administered glucagon to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.